Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported an incomplete flap following corneal flap creation of the left eye. When the surgeon began to lift the flap it was noted the patient had an incomplete side cut at four o'clock and one from nine to eleven o'clock. The surgeon used a blade to complete the flap and proceed with excimer treatment. There were no other issues related to this event. Additional information received; the surgeon reports "the patient looked great:" there are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).